Manufacturer narrative:
Concomitant medical product: dtbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) is not lasting as long as the prior device. It was noted that the current settings and the low left ventricular (lv) lead impedance measurements are affecting the longevity estimate. The device remains in use. No patient complications have been reported as a result of this event.